Event description:
This unsolicited case from (B)(6) was received on 01-aug-2016 from a physician. This case concerns a male patient (age unknown) who received treatment with synvisc one and later after an unknown latency had knee inflammation. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date in 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/ lot number and expiration date: not reported) into unspecified knee. On an unknown date in 2016, after an unknown latency, the patient experienced knee inflammation. Due to the knee inflammation, the patient went to emergency room and some liquid was extracted (including synvisc one 6 ml). On an unknown date, some days later, patient went to the consultation of the physician, who finished removing the liquid from the knee and the patient was recovered. The reporter stated that the physician did not think that the event was because of a hypersensitivity reaction. In fact, the physician was thinking back to administrate synvisc one 6 ml. Corrective treatment: fluid removed. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. This review had not indicated any safety issue. Safety genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Reporter causality: related. Additional information was received on 19-aug-2016. Ptc results were added. Clinical course was updated. The text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 01-aug-2016 from a physician. This case concerns a male patient (age unknown) who received treatment with synvisc one and later after an unknown latency had knee inflammation. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date in 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication, batch/ lot number and expiration date: not reported) into unspecified knee. On an unknown date in 2016, after an unknown latency,the patient experienced knee inflammation. Due to the knee inflammation, the patient went to emergency room and some liquid was extracted (including synvisc one 6 ml). On an unknown date, some days later, patient went to the consultation of the physician, who finished removing the liquid from the knee and the patient was recovered. The reporter stated that the physician did not think that the event was because of a hypersensitivity reaction. In fact, the physician was thinking back to administrate synvisc one 6 ml. Corrective treatment: fluid removed. Outcome: recovered/resolved. Seriousness criteria: required intervention. Reporter causality: related. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.